Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen in the emergency room after having received multiple inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient reported missing several doses of their arrhythmia medications which resulted in af. Rhythm ID inhibited therapy until the patient accelerated in the ventricular fibrillation (vf) zone, therapy began at this point. Therapy was exhausted after the patient received 7 shocks. The physician reprogrammed the vt zone by accelerating it. No other adverse patient effects were reported.